Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 44510. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed by functional testing. The cause was the printed wiring assembly (pwa) board. Further testing found the downstream occlusion (dso) seal was lifting off the dso sensor. Replaced the pwa and dso seal to correct the problem. The pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.